Event description:
The issue was observed during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device.

Manufacturer narrative:
Updated: b5, h2, h3, h4 and h6 the device was not returned to olympus for inspection and the customer allegation was not confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the biopsy valve was put onto the scope and it split. The issue happened during inspection for use. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue was observed during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem, cause not established. Olympus will continue to monitor field performance for this device.